Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The patient came in with an anterior fascicular block. The length of the membranous septum was 6.2mm and there was no calcification was present extending beneath the aortic annular plane in the interventricular septum. During procedure, when they proceeded with access and crossing the valve upon placing the non-abbott guide wire through the pigtail catheter. At that time patient went into a left bundle branch block (lbbb). A pre-dilation was performed with a 23mm balloon, but the patient remained in lbbb. The sheath and balloon exchanged with the flexnav delivery system containing the valve. The inflow edge of the valve at the bottom of the pigtail and began to deploy, the valve descended to a depth of 4.5mm on the non-coronary cusp (ncc) and 4.5mm on the left coronary cusp (lcc). At 80% deployment, they accessed the patient and noted lbbb gone into complete heart block requiring temporary pacing. The physician decided to deploy the valve. After the procedure, the physician consulted the electrophysiology partner (ep) and decided to have a pacemaker placed the same day. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.